Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set bent cannula which resulted into insulin flow blocked alarm on (B)(6) 2026. The insertion site was right hip. The infusion set was in use for less than seventy-two hours. No further information available.